Event description:
It was reported that the subject device had dot-shaped noise occurred in endoscope images. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was deformation to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.